Event description:
Customer was trying out the retrieval set when one of the snares broke off in the pt. The procedure took approx 2 1/2 hours, snare was retrieved. Pt outcome is unk at this time.

Manufacturer narrative:
Event evaluation: this event is still under investigation.